Event description:
This phacoemulsification handpiece could not be calibrated during a cataract extraction procedure. The physician enlarged the incision and removed the cataract by extracapsular extraction (manually).